Manufacturer narrative:
(B)(4). Product is not distributed in the USA, therefore, 510k number is not applicable. (Exemption number e2015036).

Event description:
An incident was reported during a rectal esd procedure performed by dr. (B)(6). During the case, the patient was mildly sedated and able to respond. The patient felt electrosurgical stimulation and said "ouch". Dr. (B)(6) saw muscle twitch. The erbe model 300d which was being used was switched out after the incident to an erbe 200 to continue the procedure. The electro stimulation was still felt and dr. (B)(6) switched to an emr to finish and the splash m was no longer used. Dr. (B)(6) has used our splash m product on another patient before with no issues. Notes below directly from dr. (B)(6): "in regards to the muscle stimulation it was the pentax splash m knife and it was with one case. But occurred despite switching the erbe. I also found the tissues cutting using swift/fixed cost not great using effect 3 and 30 watts. Even after increasing the effect to 4 or wattage to 40. Perhaps there differing settings that you know about that I should have been using. We had some issues with one of the cases where the patient was feeling the electrosurgical stimulation and we switched erbe's and its still occurred making it a major issue and I had to abort the esd and emr the lesion. I am not sure if you heard of this before with the knife or it was one off." No patient consequences were reported. The device involved in this event was disposed of. Pentax (B)(4) submitted a mandatory medical device problem reporting form for (B)(6).